Event description:
It was reported to covidien in 2008, that a customer had an issue with a hypodermic needle. The customer reports needle stick on 4th finger, right hand during procedure.

Manufacturer narrative:
Submit date: 1/6/2009. An investigation is currently underway, upon completion, the results will be forwarded.